Event description:
It was reported that "v. Reported they have a patient who has had multiple helium loss 3 and high baseline alarms over the past few hours. They have changed out the console, changed the helium line, hyperextended the patients hip, do not have any kinks, no blood in the line, patient is 100% av paced and not having significant ectopy but still continue to get these alarms. Failed leak test, advised to remove and replace balloon suspected abrasion. Unknown if the account removed iab as they disconnected the call and no follow-up was received at the time of this call and unable to reach caller at the number provided". No patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.